Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted.

Event description:
During t2gtn surgery, secondary fracture occurred when surgeon was inserting the nail to patient femur. The secondary fracture part is proximal lateral. The surgeon added the fastening of the dall miles and finished the surgery.